Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was hard to pump. The patient had difficulty pumping the pump. The pump was explanted and replaced. There were no patient complications reported.